Event description:
This study patient underwent carotid artery stent implantation and during the procedure, suffered an arterial dissection, hypertension and cerebral hyperperfusion. This is a female with medical history including hyperlipidemia, history of smoking, coronary artery disease, coronary percutaneous revascularization, and hypertension. The target lesion was left common carotid described as mildly calcified, ulcerated and 80% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. An aviator plus balloon was used for pre-dilation. A grade a dissection occurred after pre-dilation with the aviator balloon at 5 atms for 5 seconds. An 8 x 20mm precise pro rx was implanted at the target lesion and was overlapped by a second, 10 x 40mm, precise pro rx stent. The stents completely covered the dissection. There was no thrombus noted post-deployment and there was no residual stenosis. Post-dilation was done with another aviator plus balloon. During post-dilation, it was reported that the patient experienced sudden onset of "elevated perfusion secondary to hypertension" that lasted 3 to 6 minutes, with no residual deficit. This was treated with intravenous cleviprex 2mg/hr and titrated up to 8mg/hr for blood pressure control. The infusion was discontinued after 9 minutes. The patient left the angiography suite neurologically intact. The patient was discharged the following day. Her pre-procedure and discharge stroke scale scores were all 0. According to the investigator, the dissection was caused by the angioplasty and the elevated perfusion secondary to hypertension was due to the index procedure.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9610978-2009-00291, 1016427-2009-00272, 9610978-2009-01880, and 9616099-2009-01881. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issued that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Hyperperfusion syndrome is a known potential adverse event associated with carotid stent implantation. Numerous reports have documented the risk of hyperperfusion syndrome after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. The estimates of the incidence of hyperperfusion syndrome after carotid revascularization range up to 3%. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed as late as 3 weeks after revascularization. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. There is no evidence of manufacturing or design issues that contributed to the event. Review of the information suggests that vessel and patient's factors may have contributed to the reported event. Hypertension is a known potential adverse event associated with carotid intervention procedures. The physical manipulation on the carotid vessels and the associated structures surrounding them is known to produce dramatic shifts in both blood pressure and heart rate. These events are not related to manufacturing or design issues, but to the inherent manipulation done during the treatment of stenotic lesions in the carotid vessels. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Review of the information suggests that patient, vessel and procedural issues may have contributed to the reported events.